Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when booting up the image acquisition system (ias), the imaging system rebooted itself. After rebooting the system prompted to press m button to rehome. Pressing the m button resolved the issue. There was no patient present at the time of the issue.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The logs found that the reported anomaly was consistent with a known issue in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database.